Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. The customer also reported being hospitalized. The details of the customer's hospitalization was not provided. The customer also reported having issues with their insulin pump, but it was replaced. No additional information provided.